Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user required assistance with a dexcom g6 cgm while using the ilet and chose to avoid starting a new transmitter for one day, instead activating bg run mode and entering a blood glucose of 197 mg/dl, after which no further assistance was requested. Symptoms included no alerts or alarms. Outcomes included completion of troubleshooting and education with continued use of bg run mode. Investigation included customer support review and user guidance on sensor and transmitter management. Investigation of this case revealed normal device behavior with the cgm sensor life expired and no ilet malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-managed operation consistent with device design and instructions.